Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2023, mentor erroneously omitted adding code e1715-scar tissue to the previous report to take into account the surgical intervention for the left-sided imf scar being detached. Section h6-health effect - clinical code has been updated to reflect this information. Manufacturer¿s reference number: (B)(4) on october 11, 2023, mentor erroneously omitted adding code e1715-scar tissue to the previous report to take into account the surgical intervention for the left-sided imf scar being detached. Section h6-health effect - clinical code has been updated to reflect this information.

Manufacturer narrative:
On august 29, 2023, mentor received additional information that the patient was to undergo device explantation on (B)(6) 2023. Section d6b. And section h6 has been updated to reflect this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 20-year-old female patient underwent a primary breast augmentation with two 320cc mentor memorygel breast implants and experienced cutaneous contour deformity on the left side and capsular contracture (baker grade 3) on the right side post-operatively, which was diagnosed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
On september 25, 2023, mentor received additional information regarding the patient's diagnosis. The patient's cutaneous contour deformity was reported due to the imf on the left medial breast being detached and giving the breast a sharp edge rather than a smooth round. It was described as dog ear deformity. It was also reported that the patient's left side was not explanted; only surgical intervention was conducted to address the cutaneous contour deformity. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).